Event description:
It was reported by service report that the rod side hose was leaking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: hydraulic hose assembly.